Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Alarm 241"blower temperature high" triggered at (B)(6) 2021 14:03:46 and alarm 240 " blower temperature too high" was triggered at (B)(6) 2021 14:04:41. Blower temperature increase was unusually quick. Most likely the blower got stuck due to too much dirt inside it. This has then caused the temperature rise and finally the damage of the blower. The root cause was determined to be due to lack of maintenance / filter exchange.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was advised to further troubleshoot, check all filters, swap with a good known blower, and perform all calibrations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
The customer reported to vyaire medical problem with bellavista 1000 ventilator getting technical failure 316 (blower failure), technical failure 240 (temperature of blower too high) and technical failure 241 (temperature of blower high) during pre-testing calibration. Furthermore, there was no patient associated with the reported event.